Event description:
Av pacing generator placed in dvi mode. When pacer turned on, large pacing spike noted on ECG monitor on t wave. 12 beats, self limiting episode of ventricular tachycardia noted. Question of electrical dysfunction of pacer.